Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurement greater than 125 ohms. The daily measurements showed variable reading beginning several months ago. Over the past month, the shock impedance have been greater than 125 ohms. The shock vector was in the triad configuration. When in the right ventricular (rv) coil to can the measurement is 58 ohms. When in the coil to coil the measurement is greater than 125 ohms. Technical services (ts) discussed that, based on these readings, it appears to be a proximal coil issue and based on when the variability in the readings occurred it could be a connection issue. Ts discussed configuration options and testing to mitigate the issue. No adverse patient effects were reported. Additional information indicated the svc was programmed out and the impedance measurements returned to normal. Subsequently, a lead revision procedure was performed. During this procedure, the device went into safety core and the patient received an inappropriate shock. Ts discussed safety core triggers and indicated that design changes will address oscillator faults.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.

Event description:
--